Event description:
During using of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The user observed the color of the arterial blood was the same as the venous, indicating there was a problem with the gas flow to the pt. The user attempted to attach a bottle of o2 to the heart lung console gas inlet, but was unable to do so. As a result, the user attached the bottle of o2 directly to the oxygenator. The user reported there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.